Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump belt clip was dropped and became broken. The broken clip nicked the patient line and caused a leak. The customer's blood glucose (bg) level was impacted (280-300 mg/dl). The customer changed out supplies and delivered a bolus via the pump to address bg level.